Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 455 mg/dl. The customer's spouse reported that they found that there was leak of insulin at site. The customer's spouse stated that the tubing was not connected at quick release properly. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.